Manufacturer narrative:
This device is used for treatment. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.

Event description:
It is reported that the pt is experiencing blistering around stitches, manipulation, loosening, and bowing of the knee. A revision surgery is scheduled.